Event description:
It was reported that the patient presented for an implant procedure. During lead positioning, the right atrial lead did not bend in the right atrial appendage. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event was operation issue. As received, a complete lead was returned in one piece for analysis with a stylet and an implant tool. Visual inspection, x-ray examination and electrical test were normal with no anomalies found. All tines were found intact and undamaged.